Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg was not in a good location. The patient underwent a revision procedure wherein the ipg was relocated and upgraded. The patient was doing well postoperatively.